Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, e3, h2, h3, h4, h6 and h11. The device was returned for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: power of the monitor went off after some time due to defective circuit board and image malfunction due to defective lcd (liquid-crystal display) panel. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high definition lcd monitor had power outage and sometimes turned on and off. The issue was found during set up for use. There were no reports of patient harm.